Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2017 regarding a patient receiving fentanyl (150mcg/ml at 27.5mcg/day) via an implanted infusion pump. The indication for use was spinal pain. It was reported that the hcp was trying to find the patient's last reading from the print queue, but couldn't find it. The hcp confirmed that it was possible he did not update the pump at the last refill. It was noted that at the last refill on (B)(6) 2017, a volume discrepancy occurred. The hcp was expecting 10ml but pulled 28ml out of the pump. The hcp was trying to troubleshoot the system further, but noted that he had made the situation more complicated with the error. The hcp was to continue to assess the system for the discrepancy. It was noted that 4.2ml would have been delivered since the last refill, but that volume did not take into account activations from the patient's personal therapy manager (ptm). No changes were reportedly made to the infusion rate, so the patient's therapy was maintained. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.